Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. Caused by not attaching an extension tube to the test balloon. Operation confirmed to be good. After each operation, an operation inspection was carried out, and it was confirmed that the device is currently operating properly.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine inspection, cs100 intra-aortic balloon pump (iabp) had autofill failure. There was no patient involvement reported.